Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 medical review imdrf code - e1208 weight changes.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2023. On 12/10/2023, the sensor reportedly failed. The day of the sensor failure, the patient's parent stated that the pediatric patient looked skinny, was not responding, was very weak, and could not walk. The patient had abdominal pain. The symptoms reportedly started on 12/10/2023. It was not reported whether the patient or parent were monitoring the bg by fingerstick after sensor failure or if the parent attempted to replace the failed sensor. On (B)(6) 2023, an ambulance was called and the patient was transported to the hospital in diabetic ketoacidosis (dka). The patient was reportedly hospitalized until (B)(6) 2023, but medical intervention for dka was not specified. At the time of the report, the patient doing good but hyperglycemic after dosing insulin. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be residual aberration. No additional patient or event information is available.